Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: connection pin snapped and the tip broke off. These forceps were presented to the sc following a weekend of trauma. The senior sister of the facility is not able to tell the sc anything regarding how this happened. The connection between the two forks has been snapped. It was reported the patient suffered no adverse effects. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device is returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The manufacturing evaluation investigation performed by (B)(4) evaluated the holding forceps as far as possible. The forceps were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Also we are not aware of any similar occurrence regarding to this article- and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We found that the connection pin is bent, that the tip on one side of the forceps is sheared off and that the tip on tip other side is bent downward. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload by applying to much lateral stress on the forceps caused these damages during use. This complaint was concluded to be indeterminate.